Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulty was encountered. A 2.50x28mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged. It was noted that the majority of the stent struts from the proximal end were lifted, bunched, stretched and deformed. A small portion of the distal end of the crimped stent appeared undamaged and the od of the analysed crimped stent at this location met specification. The inner diameter (ID) of the stent protector that was received for analysis also met specification. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).